Event description:
It was reported that pump display had pixel issue that affected customer¿s ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, instructed customer to place pump into storage mode and return it within specified time using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.